Manufacturer narrative:
The device has not been returned to the MFR for eval at this time. The device was evaluated at the facility.

Event description:
Info was received that the device allegedly shut down while in pt use and sounded an alarm. There was no reported pt harm or injury. The device appears to have reacted appropriately to the failure by shutting down and sounding an audible alarm. The pt was reportedly placed on oxygen (1 lpm) via nasal cannula following this event. The device was evaluated at the facility and found to have a suspect control valve. The device alarmed for this failure during the repair eval also. A request has been made for the return of the device for investigation. If pertinent info becomes available a follow up report will be filed.